Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Since (B)(6) 2016, patient in romania has been using the percutaneous endoscopic gastrostomy (peg) tube. It was reported that following a gastroenterology consult, buried bumper syndrome was noticed. The patient will go to hospital on (B)(6) 2017 in order to resolve the issue.